Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported condition of the 0, 1 and 2 keys inoperable which were found to function intermittently. The cause was determined to be a failed keypad, which required replacement. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the inability to operate the 1, 2 and 0 keys. There was no known patient injury or medical intervention associated with this event. No additional information is available.